Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user dropped the ilet in a bathroom and the display screen cracked, though the device continued to operate, and the user was instructed to revert to backup therapy until a replacement was set up. Symptoms included no reported changes in blood glucose. Outcomes included restoration of therapy with a replacement ilet and dexcom g7. Investigation included collection of a photo of the damaged screen and review of device function through user report. Investigation of this device revealed external physical damage to the display consistent with accidental drop, with no indication of internal malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage due to accidental impact.